Manufacturer narrative:
The reported complaint was confirmed. The unit passed the calibration with the oxygenator attached in the perfusion circuit. The oxygenator might have caused some back pressure in the circuit which may have caused the flow to stay at 0.31 liters per minute (l/min). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr had performed a pm the night before and removed and replaced the oxygen (o2) sensor and water trap filter. He found no issues with the epgs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation. During laboratory evaluation the reported complaint was not duplicated. After calibration and after using the slider control to adjust the air flow, the output of the epgs always returned to 0.00 l/min as displayed on the ccm and an external flowmeter. The product surveillance technician (pst) inspected internal connections with nothing observed that would cause failure. He connected the epgs to a system one simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.66 volts, within the specification of 0.55-2.758 volts. After calibration, the ccm and an external flowmeter displayed 0.00 l/min. The pst calibrated the epgs a dozen times and the flow returned to 0.00 l/min each time. He used the slide control to adjust the flow two dozen times and the flow returned to 0.00 l/min each time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the customer stated the gas flow would not go to zero and stayed at 0.31 liters per minute (l/min) on the electronic patient gas system (epgs). The device was not changed out, as they continued to use the epgs for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 26-feb-2016: according to the field service representative (fsr), during the use of the epgs, the perfusionist (ccp) noticed that the sweep flow would not go to zero and stayed at 0.31 l/min. The unit successfully passed calibration prior to the case and there was no functional issue noted until after connection was made to the oxygenator and the case was started. There were no alarms or error messages associated. The fsr was at the user facility during the case and observed the issue. He noticed that the central control monitor (ccm) display was reading 0.31 l/min with the set l/min at zero the slide bar on the ccm was slightly above zero. He then moved the ccm slide bar to zero and indicated value remained 0.312 l/min and the set digital value remained zero. The epgs manual knob started moving back and forth creating the chatter noise. It then settled and the bar slider on the ccm moved slightly above zero but the indicated value remained at 0.312 l/min and the digital set value remained at zero. He then turned the flow knob on epgs to zero, getting the same result as previous, using the slide bar on the ccm. They continued to use the epgs for the remainder of the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. After the case was finished and the circuit was removed from the system-1 and the epgs was disconnected from the oxygenator, but still connected thru the flow meter and vaporizer, the fsr tried the same above steps but received all normal readings. When the epgs flow was set to zero either using the ccm or the knob the fsr received a zero reading. The fsr then proceeded to complete a full preventive maintenance (pm) test on the epgs and received all normal results so no issues where found. The fsr downloaded the logs and sent to the manufacturer for further evaluation. Even though the epgs passed pm inspection, with what the fsr observed during the case he elected to remove and replace the epgs.

Manufacturer narrative:
Per data log analysis, there is no definite indication of a problem in the log, but it's possible when flow was set to 0.34 and 0.30 liters per minute (l/min) the knob was turned until it stopped (0 l/min). It's possible the flow meter detected 0.34 and 0.30 l/min of flow but there is no way to tell from the log. The log does indicate the gas system had a preventative maintenance performed on 22-feb-2016 (o2 sensor was replaced).